Event description:
The customer contact reported an adverse event while the device was in use. On an unspecified date and time, the device was programmed to deliver an unspecified medication for epidural delivery. No specific pump programming or event details were provided. After an unspecified length of time, it was noted "the patient to suffer abdominal/trunk anaesthesia and some difficulty in breathing." The device was removed from clinical service. The customer contact indicated that there was no fault with the device or tubing set. It was reported that a physician inadvertently inserted the epidural catheter into the intrathecal space where the medication was delivered. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is rec'd, a follow-up report will be submitted.